Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead high voltage impedance was high/undefined. It was also noted that the right ventricular (rv) lead was "failing". The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.